Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detached from one leaflet and serious injury, tissue damage and increased mitral regurgitation. It was reported mitraclip procedure was performed on (B)(6) 2022, to treat functional mitral regurgitation (mr) with a grade of 4. Prior to the procedure, the risk for a single leaflet device attachment (slda) and/or tissue damage was discussed with the physician because the leaflet length and morphology were not optimal for treatment with the mitraclip. The posterior mitral leaflet was short (6-7mm), restricted and thin, which made grasping difficult prior to lowering the grippers and after the grippers had been lowered. The clip was able to be implanted in the a2/p2 segment and mr was reduced to 2. The patient remained in the hospital following the procedure. On (B)(6) 2022, it was observed in a follow-up transesophageal echocardiogram (tee) at the hospital that the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (slda), with mr increased to 4. Adverse patient effects observed in the patient included symptoms of dyspnea and decompensation. The posterior mitral leaflet was torn out/stripped. Another procedure may be possible, however the procedure is not scheduled. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and no similar incident reported from this lot. Based on available information, the reported single leaflet device attachment (slda), reported difficult leaflet grasping issue and patient effect of tissue damage was due to challenging patient anatomy. Reported the mitral regurgitation (mr) was due to challenging patient anatomy in conjunction with reported slda. A cause for dyspnea and heart failure could not be determined. Additionally, reported patient effects of mr, tissue damage, dyspnea and heart failure are listed in the instructions for use as a known possible complication associated with mitraclip procedures. Lastly, the reported hospitalization was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.